Manufacturer narrative:
The investigation into the infection/sepsis has been completed. The product was not returned. Per the clinical information provided, the cause of the infection was most likely patient condition related since the device is sterilized under validated conditions and there was no evidence to indicate a break in the sterile barrier or pump contamination. Unknown relation to impella.

Event description:
Parent complaint (B)(4) reported a graft site infection. This was reported on MDR 1220648-2023-05067. The customer reported three prior infections with unknown dates of occurrence or case numbers. This record serves to capture complaint 3 of 3 from this historical group of complaints.